Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into a patient's left eye (os); and now there is lens rotation causing astigmatism (mild mixed). Patient is still seeing well overall; "I think he will do well with rotation; but it has been a while for me". Lens remains implanted.

Manufacturer narrative:
Claim# (B)(4).